Event description:
It was reported the pt experienced a loss of therapeutic effect. Electrode impedances were tested. Contacts 3 and 7 read 3762 ohms. The pt had reported less stimulation since the ins was replaced. It was thought it might be possible the set screws were not tight. Reprogramming was going to be attempted. It was unk if the reprogramming was effective or if any other troubleshooting was attempted. The patient will reportedly decide if a revision is needed.